Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patients body. No patient complications were reported and the patients status is stable.